Event description:
Received a vague report from the hospital that there was a problem with this extension set, but no specifics provided. No pt injury. Set was sent back for evaluation.

Manufacturer narrative:
(B) (4). (B) (4). Visual inspection found the female luer to be cracked. Functional testing was performed by pressure testing the set at 5 psi of air and submerging under water. Leak was found at the female luer. The root cause of the failure was not identified. Device history record for model 20029e, lot unknown, smartsite laser (B) (4) indicates no quality issues during the production build for the failure mode noted.